Event description:
Prior to attempted implant, the device could not be interrogated. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of loss of ble telemetry was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis including an interrogation test was completed by placing the device away from the programmer found no anomaly. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.